Manufacturer narrative:
Device was discarded by the hospital. Investigation of the devices could not be carried out as devices were not available. A review of the device history records revealed no discrepancies. A medical statement is not possible due to sparse information. No non-conformity was identified.

Event description:
The customer reported to the kit booking specialist, asking for a substitution of the broken items in the on consignment kit. The event occurred during a surgical procedure of osteosynthesis of humerous. No adverse consequences reported by the customer. The procedure was completed successfully with another items available in the theatre.